Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suddenly lost access to sound. Re-implantation is planned.

Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by an incomplete device immobilization was determined to be the root cause of device failure. The technical problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient suddenly lost access to sound. The device has been explanted.